Event description:
A us distributor reported battery charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (batterycharger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination and open oscillator. The cause of the open oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged charger.